Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon was scheduled for an intraocular lens explant on (B)(6) 2019 from patient¿s right eye. Reportedly tecnis toric intraocular lens (model zct450 17.0 diopter) was placed in the right eye at an axis of 97 degrees on (B)(6) 2019. Postop the lens had rotated and remained at an axis of 125 degrees for 1 week postop. Additional information was received, and it was learnt that lens was explanted on (B)(6) 2019 as planned because of patient experiencing unexpected post op refraction, blurry vision noted 2 weeks after the lens initial implant and the lens had rotated 28 degrees. Lens with same model and higher diopter of 18.5 diopter was used as replacement for the patient. Patient has recovered, and the explanted lens was discarded. No further information provided.